Event description:
It was reported that the patient had routine pump replacement due to expected eol on (B)(6) 2014. There was a brisk retrograde flow of csf from the implanted catheter and no other catheter issues identified during surgery. The calculations for the priming bolus and programming were verified to be correct at time of report and patient remained on same infusion rate, as dosing had been stable prior to surgery. The patient presented obtunded to a regional medical center emergency room on (B)(6) 2014 with symptoms consistent with baclofen overdose. The hcp (health care professional) felt there was a possibility there may have been some sort of partial obstruction of the catheter that improved when pump was replaced. It was later reported that the overdose symptoms were never confirmed to be a result of catheter obstruction and the cause was never determined. The actions required as a result of the event included hospitalization and reprogramming. The hcp at the facility decreased the infusion rate by half to 384.9 mcg/day. Later the pump was further decreased to 200 mcg/day. The patient¿s blood pressure was 70/15, respiratory distress requiring 6 liters face mask oxygen and vasopressors were initiated. The patient was diagnosed with aspiration pneumonia and mild sepsis. The location of the issue or symptom was an unknown location. The patient's intrathecal baclofen (itb) overdose symptoms improved after pump initially decreased to 384.9 mcg/day with further improvement after pump decreased to 200 mcg/day. The patient never exhibited any signs or symptoms of withdrawal. The patient was transferred to a step down unit on (B)(6) 2014 with expectations to be discharged back to long term care facility on infusion rate of 200 mcg/day. Other medications the patient was taking at the time of event included milk of magnesia, risperdal, nystatin, baclofen prn, lacosamide, magnesium oxide, zoloft, bisacodyl, lamictal, depakote, ducosate, senna, remeron and percocet. The issue had been resolved. Clinically the patient no longer demonstrated signs/symptoms of itb overdose after the infusion rate was decreased to 200 mcg/day on (B)(6) 2014. The patient was stable and was discharged from the hospital today back to his long term care facility. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).